Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The left ventricular (lv) lead also exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. It was believed to possibly be related to a connection issue between the new, recently implanted device and leads. The device and leads remain in service. No adverse patient effects were reported.